Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported return of a defective sedline v2 : intermittent issue. Loose connection. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to obtain values and alarmed audibly and visually under alarm conditions. Loss of measurements was observed when bending the patient cable at the sensor connector. X-ray inspection was performed and no defects were observed. The patient cable was opened for internal inspection and it was observed that spring pin 9 is partially compressed, resulting in intermittent connectivity with sensors. (B)(6).